Manufacturer narrative:
FDA UDI (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 219081 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 219081 and test base part number 195-430h / lot 216248. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 219081 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single-use: device discarded.

Event description:
The customer reported a false negative result with a binaxnow covid-19 antigen self-test on (B)(6) 2023 on a nasal sample. Repeat testing was not performed. Confirmation testing was not performed. Consumer performed an antigen self-test with a different brand on (B)(6) 2023 and generated a positive result. The consumer was symptomatic prior to testing and is under the care of their healthcare provider. The consumer confirmed there was no harm due to the test result. Additionally, the consumer confirmed there was no delay or impact in their treatment.

Event description:
The customer reported a false negative result with a binaxnow covid-19 antigen self-test on (B)(6) 2023 on a nasal sample. Repeat testing was not performed. Confirmation testing was not performed. Consumer performed an antigen self-test with a different brand on (B)(6) 2023 and generated a positive result. The consumer was symptomatic prior to testing and is under the care of their healthcare provider. The consumer confirmed there was no harm due to the test result. Additionally, the consumer confirmed there was no delay or impact in their treatment.

Manufacturer narrative:
FDA UDI (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.